Event description:
Patient reported having a loose tooth in their bottom front teeth. They no longer want to continue treatment due to those teeth may have to be pulled.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.